Event description:
A report was received from (B)(6) that stated an 840 ventilator displayed errors in the upper display. The malfunction did not occur during patient use.

Manufacturer narrative:
A covidien field service engineer (fse) evaluated the device and verified the customer reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcb, which resolved the customer reported issue. The ventilator then passed all calibrations and testing. Covidien reference (B)(4).